Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist found that the cabinet quantity was zero. The tss confirmed that the user has no medication left so used another cabinet on site that had medication available. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower, unable to issue the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.